Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that the insulin pump alarm battery out limit. Customer's blood glucose at time of incident was 229 mg/dl. The customer was explained the alarm and possible causes. The customer stated the pump alarm after battery change. The customer pump is alarming at time of call. The customer as assisted with clearing the alarm. The customer was explained the alarm is normal pump behavior and advised to monitor pump. The customer reported via phone call indicating that the insulin pump alarm failed battery test. Customer's blood glucose was 229 mg/dl. The customer was explained the alarm and possible causes. The customer was advised to clear the alarm. Customer did not have battery to continue and will back to continue troubleshooting once she had battery in hand.